Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility including treatment settings and current state of the patient however only the description of the reported event was provided to determine reportability. An on-site examination of the subject device by a lumenis technical specialist found that the subject device performed within allowable operating and functional tolerances. No related device malfunction was observed or reported. A review of product labeling and the reported event details concluded the probable root cause of the reported event to be failure to follow dfu instructions to perform a test patch prior to treatment with a new device.

Event description:
It was reported that a patient sustained burns and scabs to the neck following treatment with a lumenis lightsheer duet laser et handpiece. It was further reported that no test patch was performed to determine treatment settings appropriate for the patient and that treatment settings were inappropriate for the patient's skin type.